Event description:
On july 5, 2023, senseonics was made aware of an incident where the user experienced a hypoglycemia event with no alert asserted by the system due to an inaccuracy in sensor reading.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, the reported event at 2:30 am est on (B)(6) 2023, could not be confirmed as there was no calibration entry of 46 mg/dl entered and the system was displaying a sensor reading of 115 mg/dl at the time. Per the associated sensor accuracy case, (B)(4), the sensor performance was evaluated on (B)(6) 2023, and it was observed the sensor performance had deviated from normal behavior. An RMA was issued to investigate the sensor further. The root cause for the reported event will be investigated under (B)(4) (MFR report # 3009862700-2023-00184). User self- resolved the incident by drinking juice and eating. User did not require any medical attention. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.